Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 for low blood glucose. Blood glucose at the time of admission was unknown. The customer reported a blood glucose reading around 50 mg/dl at the time of incident. The customer reported losing consciousness and required medical assistance. The cause of the hospitalization was hypoglycemia and possible heart issues. The customer was treated with a glucagon for their low blood glucose. Troubleshooting was not completed for the insulin pump. The insulin pump will not be returned for analysis.